Event description:
Rptr went to dr for breast implants. Rptr now finds out, since they are having problems with the implants that he used pip america implants, that they are not FDA approved. He never told rptr this and they are very upset. Dr never gave rptr info. Rptr would also like to know if this is legal and is he under any obligation to tell rptr that the implants are not FDA approved.